Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. It was reported recharger antenna cord was damaged, could see the wires. It was noted recharger were exposed and shocked her when she tried to use it. Additional information later date from patient indicated patient was charging her ins and she got the message recharging problem cannot continue, disconnected recharger and call manufacturer, and then screen shut off. Prior the call, it did not work with another recharger. Patient had 2 rechargers, one for each device. A replacement 2 recharger would be sent, it was mentioned recharger were exposed and when she was using it, it was shocked her and the other recharger gave the message could not continue call manufacturer. No further compilation and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6) was returned for product analysis. Analysis found there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.